Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and elevated pacing impedance were observed on the left ventricular (lv) lead. During revision, a fracture was observed on the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of loss of capture, high pacing impedance and fracture were confirmed. As received, only the connector end of the lead was received for analysis. Visual and x-ray inspection of the lead found the filars of the inner coil to be broken/separated. Scanning electron microscope evaluation confirmed that all five filars of the inner coil were fractured. The cause of the inner coil fracture could not be conclusively determined.